Event description:
Customer reportedly received results of 184 mg/dl and 13 mg/dl within 10 minutes on the aviva system. On a different date, the customer also reportedly received a result of 120-125mg/dl higher than professional result of 120 mg/dl when values were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.